Event description:
Drilling with appropriate drill bit, the tap was advanced after the depth gauge measured approx a 45 mm screw. The tap fractured just as the distal center of the tibia was entered. A screw removal set was used to remove the tap. A 4.5 cancellous screw was then used. Pt tolerated procedure well.